Event description:
The pt called lifescan and alleged the one touch basic original meter would not power on. No symptoms of high or low blood glucose at the time of concern. A medical professional was contacted for phone advice. The pt took oral medication for diabetes. (Amaryl) the customer care representative performed troubleshooting and the meter would not power on. There is indication the product malfunctioned. No injury alleged. The meter was replaced and return expected.